Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to expected or random component failure without any design or manufacturing issue. It was determined that the cause of the front panel light extinguishment due to printed circuit board failure (cr board) was a failure of the pipeline pressure sensor mounted on the cr board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a failure of the circuit board and the software required an upgrade. There was no patient involvement.